Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospitalization while on ilet therapy. Engineering log review could not be completed for the reported event date due to the device being powered off on (B)(6) 2026 after battery depletion and not powered on again until (B)(6) 2026, during which time the device was not providing insulin therapy. Available logs outside this period showed no malfunction alerts, no factory reset, and no motor errors. Device data confirmed that alerts were triggered appropriately and the ilet adjusted insulin dosing in response to cgm glucose values when active. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 53 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.